Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the high capture thresholds that were observed during the implant procedure.

Event description:
It was reported that during the implantation procedure, the lead was placed into the right atrium and the helix mechanism extended following over 30 rotations. High capture thresholds were noted, leading to the replacement of the lead. The new lead demonstrated satisfactory pacing parameters and no adverse effects on the patient were reported. The initial lead is anticipated to be returned.